Event description:
During the operation, blocker and the connector had been torqued 3nm with torque wrench according to the surgeon. The pt felt something in their back after the operation and x-ray showed the blocker had backed out of all 4 screws. Revision surgery was required.